Event description:
It was noted that the patient presented for an upgrade procedure. It was noted visually during the procedure that the existing right atrial (ra) lead had an insulation defect. No other anomalies were observed. The ra lead was extracted and replaced during the upgrade procedure. The patient was stable.